Manufacturer narrative:
It was initially reported that the bed lift was operating on its own. However, follow-up investigation found that the headend and footend actuators were not lowering evenly. This issue is not likely to cause or contribute to serious injury or death if it was to recur and is, therefore, not reportable.

Event description:
It was reported by service report that the scale was inaccurate due to not being zeroed properly. It was also reported the lift would go down on its own while in trend, due to the lift requiring calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the scale was inaccurate due to not being zeroed properly. It was also reported the lift would go down on its own while in trend, due to the lift requiring calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.